Event description:
It was reported that a catheter issue occurred. The target lesion was located in the mildly calcified coronary lesion. A 7f guidezilla catheter-guide extension was selected for use. The device tip was deformed significantly at the proximal end, which damaged two angioplasty balloons. The device was simply removed from the patient in one piece. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. Media attached to the reported event details shows a partial collar and shaft separation which confirm the as reported guide extension catheter material deformation and shaft break.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the mildly calcified coronary lesion. A 7f guidezilla catheter-guide extension was selected for use. The device tip was deformed significantly at the proximal end, which damaged two angioplasty balloons. The device was simply removed from the patient in one piece. No patient complications reported. It was further reported that the device was not separated. It was fractured.